Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received the device. Air in line alarms were confirmed through a review of the event history log. Due to the customer request that the device be returned in the as-is condition, baxter was unable to determined component causality, mitigate the malfunction or replace any needed parts.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.